Manufacturer narrative:
Unit had unresponsive buttons due to flattened (creased) esc, act and up buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify possible under delivery anomaly, or communicate to carelink pro due to unresponsive button. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united.

Event description:
Information received by medtronic indicated that the insulin pump was not delivering the right amount of insulin. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.